Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 20634025.

Event description:
It was reported that the patients ipg site was painful and uncomfortable to sit with due to position. It was also noted that the patient was experiencing difficulty charging the ipg. The patient was unsuccessful in cycle charging. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.